Event description:
It was reported that the protective lead cap would not come off when the health care provider (hcp) loosened set screw. It was stated that the hcp proceeded to dissect cap with "11 blade" in order to remove the metal band that surrounds the lead, there was no damage to the lead. Once removed, a new extension was successfully implanted. There were no patient symptoms reported. No further information was known at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). "Potential lead damage associated with the dbs lead cap."

Manufacturer narrative:
Analysis of the lead cap accessory (lot# unknown) found no significant anomaly; the stimulator lead cap was cut.